Event description:
During an atrial fibrillation procedure, there was a communication issue with the amplifier and a bent pin on the field frame cable resulting in cancellation of the procedure. The field frame generator was not able to connect to the amplifier. Despite multiple restarts of the amplifier and display workstation, and after verifying all connections, it was found that one of the pins on the field frame cable was broken. The cable and field frame were exchanged but the issue did not resolve. The system was switched to navx mode, however the catheters were not visible. It is alleged that the amplifier was causing the issue. Due to the issue not being resolved, the procedure was cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. A field frame, surflink, electrocardiogram (ECG) simulator, 10 lead ECG cable set, wet lab, patient reference sensors (prs-a single, prs-p triple), tacticath sensor enabled catheter, and an advisor hd grid catheter; were all connected into a magnetic tracker study. As the magnetics were attached a tool error condition appeared ¿fg-0 communications fault¿, followed by a ¿tool error, 13.¿. These symptoms were isolated to the scu (sensor control unit), by means of temporary replacement. The field reported event was able to be duplicated by magnetic testing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the scu. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.